Event description:
The customer reported that the system displayed a cine drive error message during boot up. No pt injury was reported.

Manufacturer narrative:
The customer cancelled the service call. He reseated the cables on the cine drive and stated that the system operates as intended.